Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there was noise noted on the right atrial (ra) lead. No intervention was performed to resolve this event and the patient was stable.